Event description:
It was reported via repair work order that the bed exit was not alarming at the bed due to calibration issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.